Event description:
See intial repor.

Manufacturer narrative:
The customer only recorded that the patient was "fine" but despite the sales rep asked for the patient record no details were ever provided by the customer. Verification of production records confirmed that noticed lot was released as conform according to specifications. Review of livanova complaints database identified no other similar issues notified for batch concerned from the market, this excluding a systematic quality deviation batch-related. In fact, the total batch was (B)(4) units, therefore a failure rate of (B)(4) as stated within IFU's of the product, the suggested gas/blood flow ratio in normothermic conditions is 1:1 with a fio2 ranging from (B)(4) . In addition, if low po2 values are measured in arterial line, IFU's of the product recommend to increase the fio2. In this case, no additional information has been provided. Therefore the oxygenator dynamic not responsive to gas flow and/or a multifactorial issue, resulting from the interaction between clinical procedure, patient conditions and gas-blood settings could not be ruled out. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Sorin group italia has received a report that, during a procedure the po2 in the patient blood was in the 50s and the medical team elected to put the patient on ECMO. Then the po2 increased to 500. According to follow up with the customer, the entire circuit was changed. Patient outcome was not provided.

Manufacturer narrative:
No patient information has been provided. The inspire 8f m hollow fiber oxygenator with integrated arterial filter oxygenator is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4). The involved inspire 8f m hollow fiber oxygenator with integrated arterial filter oxygenator is a non-sterile component assembled into a convenience pack that is distributed in the USA. The stand alone oxygenator (catalog number 050703) is also registered in the USA (510(k) number: k180448). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group italia manufactures the k180448. The incident occurred in united states. The involved device has been requested for return to sorin group italia for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.